Event description:
It was reported that during a moderately tortuous, mildly calcified, de novo, 99% stenosed, distal-mid-proximal, right coronary artery (rca) stenting procedure, after pre-dilatation, two xience prime (2.5 x 38 mm) stents were successfully deployed in the distal rca. Another xience prime (2.5 x 28 mm) stent delivery system (sds) was advanced towards the mid rca, but reportedly, the tip of the sds became stuck with one of the previously deployed stents in the distal rca and would not cross to the target lesion. The xience prime (2.5 x 28 mm) sds was removed without intervention. A non-abbott balloon was used to dilate the proximal end of the xience prime (2.5 x 38 mm) stent previously deployed in order to ease the next sds advancement. The xience prime (2.5 x 28 mm) sds was advanced again but still would not cross. The xience prime (2.5 x 28 mm) sds was removed and a non-abbott stent was used to stent the mid rca. Another xience prime stent was used to stent the proximal rca and complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, runthrough floppy, sion blue, guide cath: launcher al1 7f. (B)(4) - re-inserting the xience prime into the patients anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), xience prime states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] Based on the information reviewed, there is no indication of a product deficiency.